Event description:
It was reported that during a da vinci s hysterectomy procedure, the scrub technician noticed the shaft of the monopolar curved scissors instrument was melted. The melting was observed during an instrument exchange, after the instrument had been in use for 4 hours to cut fibroids off the uterus. The planned surgical procedure was completed with a replacement instrument of the same type and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a .421" x .322" hole burnt through the distal end of the main tube. The hole center is located approximately .537" from the interface with the tube extension. Localized material removed around the hole indicates an arcing event occurred. The instrument was disassembled to find the tube extension and hypotubes charred in the same location as the hole. Cracking in the distal end of the tube was also observed, starting at the slot features and running along the side of the hole. It was concluded that the cracking in the tube most likely created a path for arcing to occur. The source of the cracking cannot be determined. No other damage was found.